Event description:
It was reported that a spectrum pump keypad did not work. The event occurred during testing in biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 131492-2021-03092. All information can be found under manufacturer report number 1314492-2021-03092. Should additional relevant information become available, a supplemental report will be submitted..